Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Child is in the hospital since (B)(6) 2016, blood glucose level of 39 mg/dl. It is assumed that the pump delivered insulin, however the basal rate is set to 0 units. Pump replaced and requested for investigation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.